Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 140 mg/dl. The customer stated that the pump had a no delivery alarm. Customer stated that the no delivery alarm did not exited during priming. The customer was advised to call back if issue continues. The insulin pump will not be returned for analysis.